Event description:
It was reported by the sales consultant: patient was implanted with short trochanteric fixation nail (tfn) on (B)(6) 2012. Patient returned to the emergency room (ER) on (B)(6) 2013 after complaining about having severe left hip pain for 4 days and the inability to move leg. Examination and x-ray showed the nail had migrated through the femoral head. Patient was scheduled for a revision surgery by the surgeon the very next day on (B)(6) 2013, where the surgeon removed the nail, helical blade and a 5.0mm locking screw. It was also reported the surgeon encountered some difficulty removing the nail, and the surgery was extended by 30 minutes. Patient was revised to hip arthroplasty. This is 2 of 3 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code: hwc. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records (DHR) revealed no complaint related anomalies. The DHR shows this lot of 11mm ti helical blades was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition.